Event description:
International affiliate reports that cerebrospinal fluid does not run through the valve. Reports the valve appears to be clogged. Request was made to the affiliate for clarification of the difficulty, however, clarification has not been received despite numerous requests. It is not known if the difficulty resulted in the need for revision surgery or if the pt was at risk. However, a decision has been made to file this as an MDR. Codman was notified of this event in june 2004, documentation indicates information was received by the affiliate in march 2003. Request has also been made to the affiliate for clarification of the report date. The affiliate has been advised of the need to immediately report adverse incidents to codman.